Event description:
This plv 102 ventilator was returned to respironics because it was no longer needed. There was no initial complaint involving the device. When the unit was tested prior to being placed back into the rental pool, it was discovered that the device had no audible alarms. The device was not being used by a pt and there was no death or injury.